Event description:
It was reported that the patient had muscle spasms in their back when using their stimulator. A reprogramming was scheduled for (B)(6) 2014. The patient also had stimulation in the wrong location. These issues started after the patient was sick and had been coughing a lot. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported there was greater than 50% symptom reduction. The cause of the event was not determined however the patient was reprogrammed on (B)(6) 2014 and they were satisfied with their coverage and pain relief. The patient was noted to be alive without injury and receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 3998, lot# v010744, implanted: (B)(6) 2006, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7427, serial# (B)(4), implanted: (B)(6) 2003, product type implantable neurostimulator; product ID 3998, lot# lb7953, implanted: (B)(6) 2003, product type lead; product ID 7427, serial# (B)(4), implanted: (B)(6) 2003, product type implantable neurostimulator. (B)(4).